Event description:
It was reported to technical services on 12/31/12 that this ra lead is bad and atrial discriminators were turned off. There was noise and oversensing noted. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).